Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of threads are skipping; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of delivery system threads are skipping. The problem was identified before the surgery and there was no contact with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).